Event description:
It was reported that a pump has an inoperable keypad. There was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #8 and #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the (B)(4) drug search). As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.